Manufacturer narrative:
Device evaluation: iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. It was not possible to determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user followed exactly the instructions. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.

Event description:
The reporter indicated that the surgeon attempted to insert a (B)(4) 18.5 diopter preloaded injector but when handling the screw plunger, the rod passed beside the iol and the lens was stuck. There was no health injury and the surgery was cancelled.